Event description:
(B)(4). Heavy periods lasting weeks with large clots, severe pelvic pain,hot flashes/sweating, hair loss, intense mood swings, made my back injury seem worse with pain,bloating

Event description:
(B)(4). I went to my obgyn about what I was experiencing he ordered an ultra sound which he said looked normal but suggested a hysterectomy to relieve the heavy bleeding while he was doing the surgery he found that in my left tube the coil punctured the skin that grew over it and also punctured my left tube.